Event description:
The pt's family member called lifescan (lfs) in 2005 and alleged that their pt's meter was missing segments. The medical affairs specialist attempted unsuccessfully to reach the pt for more clinical info. A letter will be sent as a second attempt to contact the pt. The reporter also stated that the pt was obtaining an error message but he was unable to recall the error message that was appearing on the meter. The paramedics were called to the home because the pt's blood glucose dropped to the "40's". It is not known if the result was obtained from the pt's meter or a medical professional's meter. The result on the hosp meter was not known, or was the type of treatment that was given. The pt's spouse gave him something to eat and he was then taken to the hosp. It is not known if the pt was experiencing any symptoms at the time of concern. The segments missing issue was not resolved.